Event description:
It was reported that bd vacutainer® serum blood collection tubes caps are coming off of tubes causing blood to spill out. The following information was provided by the initial reporter: "customer reporting that the tube closure came out on its own, after blood collection, and blood was released;"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum blood collection tubes caps are coming off of tubes causing blood to spill out. The following information was provided by the initial reporter: "customer reporting that the tube closure came out on its own, after blood collection, and blood was released."

Manufacturer narrative:
The following fields have been updated with additional information: d.9. Device available for eval? Yes; d.9 returned to manufacturer on: 19-aug-2022. H.6. Investigation summary: bd received 10 samples for investigation. The samples were evaluated by functional testing] and the indicated failure mode for stopper pop off with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper pop off . Bd has initiated further root cause investigation relating to the issue of stopper pop off through corrective and preventive actions. H3 other text : see h.10.